Event description:
It was reported that the blood glucose level reached 14 mmol/l (252 mg/dl). The patient experienced redness and swelling at the infusion site (abdomen) while the pod was worn between 5 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The device was returned and evaluated. Inspection of the formed needle tip found it to be squared-off. The inadequate needle tip is confirmed as the root cause of the reported events.